Manufacturer narrative:
(B)(4). Evaluation summary: the device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. The root cause was determined to be depleted main batteries resulting from user error. The batteries were replaced to address the reported problem. Additional information: this issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered that a battery depleted alarm interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.